Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and two mesh products were implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted that the mesh pug appeared to be pushed through the inguinal ring. It was reported that the patient experienced an unknown adverse event. Other procedure is captured in a separate file. No additional information was provided.